Event description:
The endoclip ii device was forming clips with one leg longer than the other. Dr. Performed a lap. Chole procedure in 2006 where he could not fully visualize the clips after removing the gallbladder-the structures retracted back and were surrounded in fatty-tissue. Dr. Could not confirm whether the clip on the cystic duct fired properly or had fired improperly with one leg longer than the other. A couple days later, the cystic duct caused the clips to remove from the application site resulting in a complication. The pt was sent to another facility where an ercp was performed. Total time in the hosp for the pt was two (2) weeks. Procedure type: laparoscopic cholecystectomy.